Event description:
Procedure type: bowel resection. According to the rptr: the firing knobs fell off after the 1st firing with three of the staplers. An operative time delay of 40 mins occurred. There was no bleeding reported in excess of 250cc. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(4) 2011.